Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance, which triggered a lead safety switch (lss). Additionally, the lead exhibited high capture thresholds. An x-ray was performed and found that the lead had experienced a clavicular crush. It was noted that there was noise on the lead during a manipulation of the pocket. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead remains in hospital possession. Subsequently, the lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was retracted and had dried body fluid in the helix housing. Additionally, it was noted that there were deformed/stretched coils. The outer conductor resistance was measured indicates a fractured or broken conductor. A fractured outer conductor was confirmed via x-ray and are consistent with clavicle/first rib damage. Testing was completed to assess lead electrical performance. Measurements were not within normal limits. Due to the outer conductor fracture, testing for inner insulation integrity and stylet were not performed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance, which triggered a lead safety switch (lss). Additionally, the lead exhibited high capture thresholds. An x-ray was performed and found that the lead had experienced a clavicular crush. It was noted that there was noise on the lead during a manipulation of the pocket. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead remains in hospital possession.